Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/02/2014 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging a blood glucose below 70 mg/dl with chest pain, confusion, shakiness, and diaphoresis. Upon review of the pump related to the event, it was determined that the advanced bolus settings had been programmed incorrectly. This report is made based on the allegation that the patient experienced hypoglycemia associated with incorrectly programmed advanced bolus settings on the pump.